Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contribution of loosening, instability, and prosthesis wear to the sequence of events cannot be determined and potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported via legal notification, the patient started to have pain and felt their knee become loose and unstable. The exam showed a large effusion with increased laxity. The patient was tested for infection which came out negative. Approximately 3 years and 5 months post the initial right total knee arthroplasty, the patient was revised due to aseptic loosening and poly wear. The femoral component and poly were exchanged. Marked polyethylene induced synovitis was noted. The femur was noted to be grossly loose. No further information provided.